Event description:
A pt reported blood glucose results of "253 mg/dl and 198 mg/dl" with a lifescan meter, performed, within 10 minutes of each other. The test strips and control solution are being replaced to further troubleshoot the meter.